Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil, a pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted the pod coil into the target vessel. After advancing a pod pc approximately 10 centimeters in the lantern, the physician experienced resistance and the pod pc would not advance further; therefore, it was removed. The procedure was completed using additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.